Event description:
45yo with very large fibroid burden (>20 fibroids). Sonata performed with 8 ablations to cover the largest fibroid regions. No issues during the procedure. Called on pod2 with fevers to 101.5, nausea, malaise, and increased pain. Requiring oxycodone, ibuprofen, and tylenol. - prophylactic antibiotics given during surgery - given doxycycline when she called and says that her symptoms were improving 3 days after starting the antibiotics ".

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.